Manufacturer narrative:
Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that there was one device that experienced an issue during this event, however, two devices were returned. Device with lot number kcz809 was received on (B)(6) 2016 and device with lot number kam020 was received on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Date sent to FDA: 12/22/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned with the cannula cap damaged. It is possible that the cannula cap was damaged due to excessive forces applied to the device during use. After testing, device was disassembled and no damages were found on the internal components. Based on device performance, it can be concluded that the device worked as intended.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair surgery and absorbable straps were used. The tip of the device was deformed. A new device was used to complete the procedure. There were no adverse consequences for the patient reported.